Event description:
A customer reported that a needle broke off while in a patient's eye during a cataract with intraocular lens implant procedure. The broken needle was removed during the same surgical procedure without harm to the patient. This is the second of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).